Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; h2; h3; h4; h6; h11. The reported event could not be confirmed. Visual examination of the returned product identified the liner has several visible scratches on the articulating surface. There is damage to the large peg on the bottom of the liner including gouges and scratches. Two of the four small pegs on the device also have damage to them including indentations and scratches. The damaged small pegs also have positive material on them. Product identifiers were measured and found conforming to print specifications. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device has been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the liner could not be seated as intended in the corresponding component during an unspecified procedure. No additional details were provided regarding the setting, handling, or environmental conditions at the time of the event. Patient involvement was not reported; no known impact or consequence to the patient was provided. Attempts have been made and no further information has been provided.